Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the adverse event previously reported. The following sections of this report have been updated: h6 (clinical code, impact code, device code, type of investigation, investigation findings, and investigation conclusions). Correction to b1. Update to b7: other relevant history, including preexisting medical conditions. Per medical records received during edwards complaint investigation: approximately 3 years and 3 months post-implantation, the patient was hospitalized with malaise, fever, and chills, and was diagnosed with streptococcus mitis bacteremia, treated with a 6-week course of antibiotics. During the infectious workup, transcatheter aortic valve stenosis was identified. A transesophageal echocardiogram (tee) in (B)(6) 2025 revealed thickened bioprosthetic leaflets with restricted mobility and elevated flow velocities (4.2 m/s). CT angiography demonstrated low coronary ostia height, rendering valve-in-valve tavr high-risk. The multidisciplinary structural heart team determined that transcatheter therapy was not feasible due to the combination of low coronary height and endocarditis-related damage. Surgical explantation and valve replacement were recommended. However, the patient requires dental clearance prior to surgery, with dental issues to be addressed 1-2 weeks before the planned procedure. Given the new information, the previously reported valve explant has been disassociated from the edwards sapien 3 ultra valve, and the event is no longer FDA reportable.

Event description:
Per the field clinical specialist (fcs), approximately three years and five months post transcatheter aortic valve replacement (tavr) implant using a 26mm sapien 3 ultra valve, the patient is being evaluated for valve in valve procedure due to stenosis.

Manufacturer narrative:
The investigation is ongoing.